Manufacturer narrative:
Product has been received by manufacturer, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the clip applier would not clip on the common bile duct during a laparoscopic gall bladder surgery. A second applier was used successfully to complete the procedure. The tech did not check the jaws of the applier for proper alignment prior to use because, she thought since it just came out of the box for the first time, there would be no problem. Instrument was purchased in (B)(6) 2010. No harm to patient reported.